Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.

Event description:
Christopher decker, 2011, plastic stent (10-fr; length 7¿9 cm; wilson-cook medical corporation, winston-salem, nc), biliary metal stents are superior to plastic stents for preoperative biliary decompression in pancreatic cancer. Background it is unclear whether plastic or metal stents are more suitable for preoperative biliary decompression in pancreatic cancer. The objective of this study was to compare the rate of endoscopic reinterventions in patients with pancreatic cancer undergoing plastic or self-expandable metal stent (sems) placements for preoperative biliary decompression. Methods this was a retrospective study of all patients with obstructive jaundice secondary to pancreatic head cancer who underwent their index endoscopic retrograde cholangiopancreatography (ercp) and all follow-up biliary stent placements at our center before undergoing pancreaticoduodenectomy. Plastic or sems were placed at ercp for biliary decompression. The main outcome measure was to compare the rate of endoscopic reinterventions between the plastic and sems cohorts. Results 29 patients who underwent pancreaticoduodenectomy had preoperative biliary stent placement (18 plastic, 11 sems) at our center. Included in the study were all patients (aged[19 year)with pancreatic head cancer who underwent their index ercp and all follow-up biliary stent placements at our center before undergoing pancreaticoduodenectomy. Excluded were patients with distant metastasis who underwent palliative surgery, biliary intervention (percutaneous biliary drainage catheter or ercp) performed at outside hospitals for presenting complaints, tumor-related gastric outlet obstruction, cholangitis at clinical presentation, and those with postsurgical anatomy. All ercps were performed by two attending endoscopists (cmw, sv) under conscious sedation using a combination of intravenous midazolam, meperidine, and ketamine. At ercp, plastic (10-fr; length 7¿9 cm; wilson- cook medical corporation, winston-salem, nc) or sems (10 mm; length, 6 cm; boston scientific corporation, nattick, ma) were placed for biliary decompression. None of the study patients received prophylactic antibiotics or required reversal medications for coagulation disorders. 29 (men 55%, caucasians 59%) of 270 patients (11%) who underwent pancreaticoduodenectomy had their index ercp performed at our institution and constitute the study cohort. 98 patients who had biliary interventions performed at outside hospitals and underwent pancreaticoduodenectomy at our institution were excluded. 18 patients (62%) underwent plastic and 11 (38%) underwent sems placements. There was no difference in patient demographics between both cohorts. The mean age of the patients was 55 year [standard deviation (sd) = 10.8] and 62 year (sd = 14.2) between patients who underwent metal and plastic stents, respectively. Four of 11 (37%) and 9 of 18 (50%) patients who underwent metal and plastic stent placements, respectively, were women. Except for postsurgical length of stay in the hospital, there was no difference in serum bilirubin levels, size of the pancreatic whereas all 11 patients who underwent sems placement had successful resolution of jaundice and did not require reintervention. 7 of 18 patients (39%) who underwent plastic stent placement underwent a repeat ercp for stent exchange. One of seven patients developed cholangitis and six had persistent elevation in serum bilirubin levels. The patient who developed cholangitis required hospitalization for 4 days. Three other patients with persistent hyperbilirubinemia had severe pruritus, which required inpatient hospitalization (median stay, 2 days) for repeat ercp. At repeat ercp, the plastic stents were replaced successfully (with 10-fr plastic stents) and the bilirubin levels declined in all patients. No patient in either cohort developed other ercp-related complications, such as pancreatitis. Reinterventions were due to cholangitis (n = 1) or persistent elevation in serum bilirubin levels (n = 6). Tw. This complaint captures 7 of 18 patients (39%) who underwent plastic stent placement and underwent a repeat ercp for stent exchange. Conclusions sems are superior to plastic stents for preoperative biliary decompression in pancreatic cancer.